Event description:
A malfunction code was reported by the customer, but no notable events occurred prior to the malfunction. There was no reported impact to the customer¿s blood glucose level. The customer reset the pump with the assistance of technical support, and the malfunction code did not recur. Technical support advised the customer to continue using the pump and to call back if the issue resurfaced.